Manufacturer narrative:
Additional information: the physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the resolute integrity rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 18 years. In the past 12 months, the physician has used the resolute integrity stent 50 times. 10 of the smallest (2.25 x 8 mm), 20 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 20 of the largest sizes (4.00 x 38 mm) of these stents were used. The following complications adverse events/effects were encountered when the resolute integrity product over the last 12 months: it was reported that in one case the device did not perform as expected in terms of reaching the target lesion due to the presence of a big bend in the vasculature. It was also reported that in one case the device did not perform as expected in terms of dilation of the target lesion due to strong calcification. No patient injury was reported.